Event description:
The customer received a questionable free thyroxine (free t4) result for one patient sample. The initial result was 1.84 ng/dl (23.7 pmol/l). This result did not fit the clinical picture of the patient so the sample was sent to be tested on a siemens centaur analyzer. The result from the centaur analyzer was 18.3 pmol/l. It was unknown which result was reported outside the laboratory or if the patient was adversely affected. The free t4 reagent lot number was 168454. The expiration date was not provided.

Manufacturer narrative:
The sample in question was submitted for investigation. The elevated free t4 value was verified and no interfering factor could be identified. On the siemens centaur analyzer, the free t4 result was within the assay's normal range. Further investigation was not possible. A specific root cause was not identified.

Manufacturer narrative:
This event occurred in (B)(6).